Event description:
It was reported the charger does not communicate with the ipg. Patient has tried repositioning the antenna but was not able to communicate with the ipg. The programmer displays the error. The patient reports he has not charged since he received the new charger and it has been approximately a month since the device has been charged. The sjm representative was requested to meet with the patient.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.